Event description:
It was reported that the auto slush is not working, it does not move when powered on. Slush power button is causing an electric shock when pressed. Customer was not injured from the electrical shock. No patient injuries, infections, or complications were reported. .